Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 crts (B)(4). (Con): information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that it takes 8 hours to charge the depleted ins and the patient wishes the charging was faster. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.